Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the steps taken to resolve the loss of therapeutic issue was that two manufacturer's representatives and 2 doctors were unable to connect wires to a place that reached my lumbar spine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the therapy stopped controlling the patient's pain and the therapy was not working right. It helped with some of the pain but it had stopped providing relief for pain in their lower back. The patient noted that they usually turn their device off at night when they sleep to save on the charge level. However, this past week they had been using their device overnight and it helped them a little bit. This was noted to be a sudden change in therapy/symptoms. There were no reported falls or trauma related to the event. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.